Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device had unexpected longevity. The patient will follow up in three months instead of six months. The device remains in use. No patient complications have been reported as a result of this event.